Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was found in the cassette and patient line of a homechoice cassette. The patient was connected during therapy. It was further reported that one side of the cassette was "right soft". Manual dialysis was performed to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The actual device was not available; however, two photographs of the sample was provided for evaluation. Visual inspection of the photographs were performed which showed evidence of air in the cassette and tubing. The reported condition was verified through photo inspection. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.